Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05386, 3006705815-2023-05387. It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Both of the patients leads had also migrated. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted and replaced. Therapy was restored post-op.